Event description:
On 23-oct-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was damaged (it was completely cut, causing the tubing to leak). Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient's infusion set's tubing got disconnected at the quick release. The site location was the patient's abdomen and the pump was located on the belt. The infusion had been used for the third day and the infusions were stored in the dresser. They were unsure of any stress or pull on the tubing, and the pump was not dropped with the set connected to the body. Reportedly, the patient's blood glucose level was of 24 mmol/l due to tubing detachment but was able to correct after the set was changed. No further information available.

Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got disconnected at the quick release. The site location was the patient's abdomen and the pump was located on the belt. The infusion had been used for the third day and the infusions were stored in the dresser. They were unsure of any stress or pull on the tubing, and the pump was not dropped with the set connected to the body. Reportedly, the patient's blood glucose level was of 24 mmol/l due to tubing detachment but was able to correct after the set was changed. No further information available.